Manufacturer narrative:
Visual inspection was performed and found the scope to have distal tip and fiber damage. No manufacturing related defects were observed. Use error cannot be ruled out as a contributory factor.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a knee procedure the scope was foggy. A backup device was not available, no additional details were provided regarding the procedure outcome.